Manufacturer narrative:
As reported, the saber 5mm 25cm 150 balloon ruptured. There was no patient injury reported. Additional information is not available. The product was not returned for analysis. A device history record (DHR) review of lot 17635757 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the saber 5mm 25cm 150 balloon ruptured. There was no patient injury reported. Additional information is not available.

Manufacturer narrative:
This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17635757 presented no issues during the manufacturing process that can be related to the reported complaint.   (B)(4).

Event description:
As reported, the saber 5mm 25cm 150 balloon ruptured. There was no patient injury reported. Additional information has been requested.